Event description:
The surgeon attempted to deploy and it did not work.

Event description:
The surgeon attempted to deploy and it did not work.

Manufacturer narrative:
The following elements have blank data: [device identifier (di):] for type of device: left atrial appendage clip, implantable.